Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for an unknown surgery. During the surgery, surgeon was performing lumbar spinal fusion using the expedium verse system. While loading screws the nurse noticed the polydriver handle repeatedly disengaging from the screwdriver shaft as the screw tightened to the driver handle. The mechanism to hold the component together was slipping. The procedure was successfully completed without delay. The patient outcome is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) verse poly driver, handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the verse poly driver, handle (p/n: 299704152, lot #: pu114250) was returned and received at us cq. Upon visual inspection, the dowel pin was missing from the device, which could have caused the complaint condition. No other issues were identified with the returned device. Functional test: the functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: there is conclusive evidence that the returned device was missing a component, so the dimensional inspection will not be performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The device received was missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the verse poly driver, handle (p/n: 299704152, lot #: pu114250 ) was missing a component, which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu114250 was released in a single batch. Batch1: lot qty of (B)(4) were released on jan 20, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.